Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the returned clamp is worn but still functional. The adjustment screw head is not worn but the threads have debris and the retainer ring has been pulled causing a little play in the travel. Otherwise, the clamp is fully functional. As previously reported the part was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site 02/01/2016. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that while testing the site's spine instruments, found the open spine clamp was damaged, screw was stipped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.